Manufacturer narrative:
This report is submitted on 11 june 2021.

Manufacturer narrative:
This report is submitted on april 30, 2021.

Event description:
Per the clinic, the device was explanted pre an MRI on v 2021. There are plans to re-implant the patient post MRI.